Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began this morning. Patient stated their implant battery was stuck at 50% and they had been trying to charge their implant for 1. 5 hours. During the call patient denied visible damages on the recharger, battery compartment, battery pack, and controller charging port. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller was 90% and implant was 50%. Patient then connected the recharger and confirmed recharging excellent. Agent would call patient back to check on implant charging status. Patient stated they charged the controller because the paddle got hot. Patient got the batteries low replace controller batteries message. Patient got the message even though controller was at 100%. When the pt last spoke to patient services their controller battery was at 80% and it took 50 to 55 minutes to charge the controller to 100%. Pt was wanting a new cont roller battery. Agent reviewed with pt to call back if they had any concerns after they got the replacement rtm. No symptoms were reported.